Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 5mm from the balloon proximal tip. The review of the lhr (lot f1409005) indicated that the mynx lot met all established performances criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site.

Event description:
The following information was reported: balloon loss of pressure occurred during pull back. Manual compression was applied for 15 minutes. The patient was not hospitalized. Stick location: bifurcation. Vessel size: 6mm. Procedure: coronary.